Manufacturer narrative:
The device has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. Intuitive surgical has made several attempts to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to the following conclusion: due to the system error message the surgeon made the decision to abort the da vinci surgical procedure post- anesthesia.

Event description:
It was reported that during a da vinci prostatectomy procedure, the surgical staff encountered a message saying excessive force on set-up joint. The staff mentioned that they had obtained this message earlier in the week; however, they did not report this earlier message. The set-up joint (suj) was able to move up; however, not down, so the site tried to reboot the system without the patient side manipulator (psm) arm 3. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system homed ok a couple of times; however, they did not have control of the arms when installing the instruments. Due to this alleged issue, the surgeon made the decision to abort the surgical procedure post- anesthesia. An intuitive surgical, inc. (Isi) technical support engineer (tse) suggested that the site perform an emergency stop and recover the fault however; the surgical staff had already stowed the system. The nurse reviewed the da vinci system logs and noticed error codes 153, 158 and 252. An error code 153 indicates a high side switch fault was reported. (Error parameter was needed to find which board reported the fault). An error code 158 indicates that ria4 cable not detected by iod (I/o distribution board/processor) board. An error code 252 appears when the master supervisory controller does not receive an expected message within a specified time. On 07/04/2014, an isi field service engineer (fse) visited the site and repaired the da vinci system by performing a mechanical adjustment on the suj. The fse then tested the system to original equipment manufacturer specification. On (B)(4) 2014, isi obtained the following additional information from the initial reporter regarding this event: prior to when this reported event occurred, the site encountered the same error message during a surgical procedure earlier in the week and was able to complete the procedure. On (B)(6) 2014, the system was tested prior to use and no problems were noted during the setup of the system. The surgeon made the decision to abort the da vinci case 5 minutes into the procedure due to the alleged error message. The patient had been under anesthesia for a total of 15 minutes prior to aborting the procedure. The surgery has been rescheduled for this patient; however, the date of the procedure is unknown at this time.